Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient describes painful sensation in the area of vulva and groin that suddenly started (B)(6) 2026. In the evening of (B)(6) 2026, the pain was only intermitten t/pulsating. Patient was not able to turn off stimulation, because no connection between the patient programmer and implantable neurostimulator (ins) was possible. No cause known. Tried interrogating with n'vision. Connection was possible. The serial number and all settings were lost (started with standard setting 0- 3+ 14 hz). When trying to perform impedance measurement, the device prompted power on reset and the programming session was quit. A second interrogation was not successful, because impedance measurement failed again. Ins was replaced on (B)(6) 2026. Patient was under local anesthetics and described that the pain was gone after disconnecting the ins from the lead. After connecting a new ins, the pain was still gone, and the therapy was set to 2- 0+. The patient described adequate sensory response with 0.5 ma. Issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.